Event description:
Doctor removed a large vlc "l" plate (left) because of a non-union. The plate was cracked, according to the rep. The doctor removed the plate without any complications. He performed a revision lapidus procedure and used a paragon 28 plate to finish the case. The rep was not able to keep the plate because the patient requested to keep it. The rep was not able to determine the initial implant date though it wsa determined to be a year to a year and a half ago.